Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4196 implantable pacing lead 2010-(B)(6), 4076 implantable pacing lead 2010-(B)(6), (B)(4).

Event description:
It was reported that noise was observed on the lead and the impedance measurement was high. The patient received inappropriate shocks. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.